Event description:
A 4 x 4 3/4 in and 6 x 8 in tegaderm applied to epidural immediately after placement as standard protocol. Betadine is cleansing solution used for placement benzoin adhesive spray is used to aid with tegaderm adherence. Blisters for med under tegaderm resulted in removal of epidural.